Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. One of the retainer legs of the anvil was observed to be bent. A microscope examination of the device displayed nicks on the knife blade. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was determined to be misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, when the surgeon inserted the anvil to the intestinal canal of the mouth side, the anvil center rod seemed to be distorted. The surgeon connected the anvil to the shaft of the device, and fully covered the orange band, however there was no click feeling. Then the surgeon twisted the knob, however the anus side tissue interrupted that due to the anvil tip distortion. The surgeon cut tissue on the shaft to fully close the anvil and the eea, and fired the device successfully. There was no injury to the patient.